Event description:
Country of complaint: (B)(6). It is not always possible to make a knot without rupture the thread (gentle knotting with needle holder). The thread "breaks" on the needle holder's edge. There is optically visible that the thread 5/0 is in the package 4/0.

Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product has a normal process and the results during the process fulfilled OEM requirements. Tested the diameter of the samples received and the result fulfill the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Corrective preventive actions: not applicable.